Event description:
The customer reported the gastrointestinal videoscope had a possible leak. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, foreign material was found in the air/water tube and air/water cylinder. This report is being submitted to capture the foreign material found during the evaluation.

Manufacturer narrative:
During the device evaluation, a leak was observed due to a cut on the connecting tube. The universal cord was scratched. The adhesive on bending rubber was cracked. The light guide lens was cracked. The scope cover unit was dirty due to leakage. The light guide cover lens was cracked. The plug unit had corrosion. Switch 2 had a pinhole. The color on the suction cylinder and air/water cylinder was worn. The grip was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.